Event description:
Subsequent to the initial report, additional reported information indicates that the 3.5x15 mm rx trek dilatation catheter was prepped per the instructions for use without any issues noted. Reportedly, difficulty refolding and deflating the balloon occurred. The 3.5x15 mm rx trek dilatation catheter and guiding catheter were withdrawn from the patient anatomy as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty could not be confirmed due to the condition of the returned device. Return device analysis revealed that the proximal end of the shaft including the hub was separated and not returned. Follow-up with the account indicated that the site did not experience any separation. The reported poor refold was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for deflation difficulty or poor refold reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balloon deflation was defective and no more details were available. There has been no reported adverse patient effect, no reported intervention and no reported clinically significant delay in the procedure. No additional information was provided.